Event description:
The following description was documented by carefusion technical support to capture an event which originated from a foreign distributor in (B)(6): "ventilator is giving alarm of xdcr fault continuously. Xdcr fault" no pt involvement.

Manufacturer narrative:
(B)(4). According to the distributor several troubleshooting techniques were performed, and the reported event was attributed to a faulty main printed board. Carefusion technical support shipped out a replacement main printed circuit board. A returned goods authorization (rga) number was issued for the return of the alleged faulty main printed circuit board for eval. As of (B)(6) 2015, carefusion has not received the alleged faulty main printed circuit board.